Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the pacemaker was unable to be interrogated via radio frequency (rf) telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.